Event description:
The user facility reported the subject device was "dead", there was no light and no fan. The intended diagnostic procedure was cancelled. There was no report of patient or user injury due to the issue. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, service found that the lamp had failed. In addition, service found that the power cord was worn; however, this was not related to the reported issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4 - date of manufacture is unknown as the device was manufactured over 15 years ago, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.